Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor received additional information regarding the date of revision surgery and replacement devices. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation is 24-oct-2020. The patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses (catalog #: 3506001bc, right serial #: (B)(6) left serial #: (B)(6) manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device. The device was reported as a 450cc mentor memorygel breast implant (catalog #: 3504501bc, serial #: (B)(6) .however, additional information revealed that the actual complaint device is a 450cc mentor memorygel breast implant (catalog #: 3504501bc, serial #: (B)(6).the relevant fields have been updated. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses (catalog #: 3506001bc) on (B)(6) 2020.